Event description:
A report was received that patient was having difficulty charging the ipg. It was believed that the ipg may have been damaged during a previous non-device related surgery. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure and did well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that patient was having difficulty charging the ipg. It was believed that the ipg may have been damaged during a previous non-device related surgery. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that patient was having difficulty charging the ipg. It was believed that the ipg may have been damaged during a previous non-device related surgery. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that patient was having difficulty charging the ipg. It was believed that the ipg may have been damaged during a previous non-device related surgery. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The patient will undergo an ipg replacement procedure.